Event description:
It was also reported that creatine kinase (ck) levels were "a little bit elevated."

Event description:
It was reported that following a pump and catheter replacement the patient started going through withdrawals. The patient experienced increased spasticity, and was hallucinating. The patient was admitted to a hospital. Side port access was performed; however there was an inability to aspirate from the catheter. The patient was scheduled for surgery, and the catheter was replaced. The patient was improving with decreased spasticity, but continued to have hallucinations. The patient was still being monitored in the hospital. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.

Manufacturer narrative:
(B)(4).